Event description:
For last 8 yrs rptr gets outbreaks that bleed and ooze in the palm of hands. Sometimes the rest of the hand cracks and bleeds. Almost every time she wears gloves she gets this skin condition.